Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead had been severed during explant approximately 7 centimeters from the terminal pin; only the 7 centimeter section was returned. Visual inspection noted that there was a setscrew mark on the terminal pin in the correct location. Resistance testing was completed on the returned section to assess lead electrical performance and the measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this pacemaker system experienced torsades de pointes while hospitalized for an unknown reason. The patient then subsequently died. The cause of death was unconfirmed. The pacemaker and leads are being returned to rule out that they did not cause or contribute to the patient's death.